Event description:
Following the deployment of a 26mm sapien xt, the patient developed complete heart block (chb) and required a permanent pacemaker (ppm). Access was obtained without issue. Bav was performed with an edwards 23x4 balloon under rvp. A 26mm sapien xt was prepped with -1ml from the system, inserted, aligned and advanced into position. The device was deployed in a 60:40 aortic/ventricular position. Immediately following the valve deployment, complete heart block (chb) was noted and the temporary pacemaker was left on to maintain rhythm. The final echo revealed trace to mild pvl, 0 cai. The delivery system and sheath were removed, and hemostasis was achieved with 2 perclose devices. The patient was scheduled for a permanent pacemaker later that afternoon. It was noted that heavy mitral annular calcification and valve over-sizing may have contributed to the chb. The patient was extubated and transported to cvicu. Two (2) days after the tavr, the patient was reportedly doing well and was transferred to a step down unit.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause for the complete heart block cannot be confirmed; however, it is possible that in addition to the mechanism described above, this patient¿s co-morbidities may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.